Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been able to get four coupling bars, usually two. The patient was once able to get six bars. The antenna locate feature was used and the range was from 56-60. It was reviewed how to reposition the antenna and press the start charge button. It was recommended to try a different recharger but the manufacturer¿s representative (rep) was still getting zero bars. The rep. Then reported difficulty connecting with the clinician programmer without applying pressure on one side of the implantable neurostimulator (ins). The physician gave the patient two choices. The patient could continue to charge the way they had been which was taking several hours with a four bar max or consider a pocket revision. The physician wanted the patient to go home and think about it. The patient did get effective pain relief with their ins. The physician also advised the patient to lean forward while sitting and to try and charge that way. In the office the patient was able to get four bars in that position. The patient reported that the implantable neurostimulator has previously gone into overdischarge, and they had to jump-start the implantable neurostimulator. Pt stated that they had problems charging the ins were due to the ins battery being implanted too far in, so the hcp had to revise the ins pocket.